Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer intermittently received an inaccurate fill estimate. Reportedly, the customer would load the cartridge with 480 units of insulin and received a fill estimate of "445+". After a bolus of approximately 20 units, the customer would receive a fill estimate of approximately 120 units. As the issue occurred in the past, troubleshooting was unable to be performed. Customer would load a new cartridge to resolve the issue, but reported that the issue would recur. Additionally, it was reported that when the customer would load a new cartridge, the customer was intermittently unable to observe drops of insulin exit the infusion set tubing during the fill tubing process. Customer filled the tubing with 30 units and insulin did not come out. Customer reverted to manual injections due to this issue. Customer's blood glucose was in the 200 (mg/dl) range. The customer confirmed that an alternate method of insulin delivery was available.